Manufacturer narrative:
Based on the claim against the product by the customer noting melted plastic, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have thermal damage on the bipolar yaw pulley with signs of charring and localized melting on the exterior base of the grip tips. The thermal damage to the yaw pulley is unrelated to the conductor wire. No insulation damage was observed. The conductor wire was not damaged or broken. An electrical continuity test was performed and passed. The complaint regarding melted plastic at the distal end was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a thermal damage, an investigation is in progress. The fenestrated bipolar forceps has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the plastic was melted at the distal end of a branch of the fenestrated bipolar forceps. Intuitive surgical inc. (Isi) followed up with the initial reporter but no further information was obtained.